Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr stent was broken and encountered resistance during retrieval. The patient was undergoing surgery for treatment of an ischemic stroke at the right middle cerebral artery. It was noted the patient's vessel tortuosity was moderate, and the vessel was tortuous. The patient had a baseline modified rankin scale (mrs) score of 4, which remained unchanged post- procedure. The nih stroke scale (nihss) score was 11 at baseline and also remained unchanged post- procedure. The baseline thrombolysis in cerebral infarction (tici) score was 0, improving to 2b post-procedure. Intravenous tpa was not contraindicated. A total of three passes were made with the device during the procedure, and the total stroke onset to reperfusion time was 8 hours. It was reported that during the thrombectomy procedure, the solitaire fr stent was accidentally broken at the connection point between the stent the push rod when it was pulled out from the body for the third time. The broken part was removed with a solitaire. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that this occurred during thrombectomy. The cause of the resistance and breakage was not determined. The catheter the stent encountered resistance with was a trevo pro18. The catheter resistance was in the distal section. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-mdt (trevo pro 18) catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working length struts were in good condition. No irregularities were noted outside the proximal marker. The marker coil was stretched from 3.5 cm to 4.5 cm from the distal broken end. The pusher wire appeared to be broken at the detachment zone. The fractured end of the pusher wire was sent out for sem analysis. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device could not be used for resistance testing. The broken end of the pusher wire was sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that the broken end failed via ductile overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.